Event description:
It was reported that upon interrogation prior to implant, the device was found in back-up vvi mode. The device was not implanted.

Manufacturer narrative:
(B)(4). The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the bvvi could not be determined.